Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 23.9 mmol/l (430.2 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Multiple corrections were administered but the bg levels did not decrease. At the hospital, the patient was given an infusion and a new pod was applied. The pod was discarded.